Event description:
A report was received that a patient was implanted with expired lead extensions. The lead extensions have since been explanted. The patient's leads and ipg remain implanted.

Manufacturer narrative:
Additional suspect device components involved in the event.